Event description:
It was reported, that patients implantable pulse generator (ipg) was not working as intended and having difficulty in charging. The patient underwent an ipg replacement procedure. And was doing well post operatively. The explanted device will not be return, as it was disposed at the facility.

Manufacturer narrative:
Block b3: exact date unknown. Event occurred in approximately 2019, from date manufacturer was made aware.